Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73g1600275 was manufactured on 07/11/2016 a total of (B)(4) pieces. Lot was released on 07/13/2016. DHR investigation did not show issues related to complaint. The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the knob was partially opened and the device was received with a partially loaded clip. No other defects or anomalies were observed. The partially loaded clip was manually removed from the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to load properly or close. Another attempt was made and the next clip was also unable to load properly. The jaws are not opening other remarks: completely. The clips are being loaded after release of the trigger rather than during engagement of the trigger as they should be. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the yoke was bent and the proximal end of the feeder was also bent. One of the jaws had bent jaw legs. The clips were unable to be properly loaded into the jaws due to the damages found on the device. The device was returned with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "the clip was slipping easily" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. None of the remaining clips were able to load properly into the jaws of the device. The device was disassembled and it was found that the yoke and the proximal end of the feeder were bent. Additionally, one of the jaws had bent jaw legs. These damages prevented the clips from being able to load properly into the jaws. At the time of manufacturing assembly, the auto endo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clip was slipping easily from the jaw when loading. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip was slipping easily from the jaw when loading. There was no patient injury.